Event description:
The customer obtained erroneous glucose results with quality control fluids. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of harm as a result of this event.